Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; the battery cap will not secure properly to the pump and the battery compartment is cracked. A new battery cap would not secure properly to the pump as well. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: during investigation, the battery compartment was damaged alongside of the pump. The battery cap was unable to attach to the pump due to the battery compartment damage. No damage was found to the battery cap. The battery cap was able to attach successfully to a test pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.